Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail reporting the toothbrush heads are loose and come off while brushing his/her teeth. No injury was reported. On (B)(6) 2019 follow-up: the consumer stated he/she was getting the impression these were phony oral b brush heads. No injury was reported.